Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "error code: 240.1450." Additional notes provided by the facility¿s clinical engineering support services include: "when clinical staff attached the lvp to the left side of the pcu it produced the error code 240.1450, but when they moved the unit to the right side of the pcu the error did not repeat.error code 240.1450 is a pressure sensor error, but I could not get this error to repeat when I tested the unit. Both the upstream and the downstream pressure sensors are within the correct voltage range and passed their occlusion tests.the lvp did have a broken front door and a corroded right iui connector, so I replaced both of those parts with new ones.the pcu the unit came in with passed all of the pm tests found in the alaris system maintenance software, so the pcu did not cause the error code. Sometimes the lvps will throw these errors up even when the pressure sensors are functional. It could be an indication that the pressure sensors are starting to fail, or it could just be a software glitch. If the error starts coming consistently, or the sensors fail their tests, the pressure sensors will need to be replaced.I recalibrated the lvp and it passed all of its pm tests after I replaced the broken parts. I also ran the unit through a 50 ml infusion of distilled water when it was attached to pcu 734074, and it completed the infusion without generating any errors. I ran it through a 50 ml infusion on both the left and the right side of this pcu to verify that it was functional on both sides.." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿